Event description:
It was reported by a competitor that high pacing impedance was detected in 2007. The lead seemed to have fractured. Replacement was scheduled the next day. Additional information was subsequently received reporting that the patient received inappropriate shocks caused by non-physiologic oversensing due to lead fracture. Pacing impedance was also high at 3000 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.